Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting and fse found that the actual cause of the issue was flexvision pc. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.